Manufacturer narrative:
A device history record (DHR) review was completed for lot# 17b193662. There were no manufacturing related issues related to the complaint issued for this lot. No samples were received for evaluation. This complaint will be considered to be unconfirmed. The potential root cause for the condition of linting could occur during the tentering process, which occurs prior to the conversion and packaging process. During the slitting of the gauze into widths the pinking blades may create short fibers that the vacuum system picks up. If the vacuum is not set strong enough then the fibers may not be picked up. Product is meant to be used as produced without unfolding. A formal corrective/preventative action (CAPA) was opened because of linting/short fibers to address this issue. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 09/06/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the gauze sponges are shredding.